Event description:
Customer reported that the blood glucose readings are not transmitting from the meter to the insulin pump. Customer instructed that the meter ID has to be set up into the insulin pump. Customer stated that he experienced low blood glucose of 47 mg/dl in the morning. Customer explained that he has been having a toothache so he hasn't been able to eat well and that could be causing the low blood glucose. Customer assisted in setting up the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.